Event description:
It was reported the lead was implanted but had interference when tested bipolar. It was also reported it worked perfectly and no interference when tested unipolar. The lead was replaced and new lead used. This was reported during the implant procedure; the device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead returned; blood in/on helix/lobe mechanism.